Manufacturer narrative:
Reportedly, the customer involved a third-party service organization for device evaluation. Draeger has requested log files and asked for additional information that would enable the manufacturer's investigation. These requests were not responded to. If new details can be obtained at a later date draeger will submit a follow-up report.

Event description:
It was reported that during a case, the apollo anesthesia device stopped working and the screen went blank. The patient was manually ventilated.